Event description:
A pt was undergoing an angiographic evaluation for peripheral vascular disease of the leg. A stent was to be placed across the disease of the sfa and popliteal. The stent came off of the device before the balloon was inflated. This occurred when the device was being passed through the stenosis. It was passed through the correct sized sheath. The physician was able to get the balloon inside it and salvage it, but felt it should never come apart like this. The stent was not crimped on the balloon correctly.

Event description:
Reporter alleged obtaining the results of 321 mg/dl, 207 mg/dl and 153 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.